Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during preparation outside the patient, package of rapid exchange was opened and when device was taken out from the sheath, there was dirt-like foreign object found on the tip part of the catheter. The procedure was completed with a second tandem rx cannula. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code 2944 captures the reportable event of foreign material present in the device. Block h10: the returned rx cannula was analyzed, and a visual evaluation noted that a foreign particle was inside the plastic bag where the unit was placed. Additionally, the device was removed from its hoop to inspect the brown paint and was observed that it was scraped. No other issues with the device were noted. The reported event was confirmed. The foreign material matches with the brown paint which indicates that it was a residue of the scraped paint. As per complaint information the issue occurred during preparation and the unit returned out of its original pouch indicating handling and manipulation of the product. Handling and manipulation of the device during prepping could have contributed with the event. It is possible the user pulled the extrusion against the edge of the hoop during removal and it scraped the paint. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occured during manufacturing.

Event description:
It was reported to boston scientific corporation that a rapid exchange was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during preparation outside the patient, package of rapid exchange was opened and when device was taken out from the sheath, there was dirt-like foreign object found on the tip part of the catheter. The procedure was completed with a second tandem rx cannula. There were no patient complications reported as a result of this event.